Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened when establishing final arm angle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. However, the clip failed to establish final arm angle (efaa). Several attempts were made however unsuccessful therefore the cds was removed and replaced with another one. The procedure was completed with the mr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
All available information was investigated and the reported issue was confirmed could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported clip opening while establishing final arm angle cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na